Event description:
It was reported that the patient was unable to adjust their stimulation. It was determined that the implantable neurostimulator was powered off. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their physician and company representative to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot #v876575 implanted: (B)(6) 2012 explanted: na programmer model 3037 serial #(B)(4). (B)(4).